Event description:
The family member of the home pt (ph) reported the hp became fluid overloaded while using the homechoice cycler for "apd" therapy. The hp's family member subsequently requested an eval of the homechoice cycler. Follow up with the hp's healthcare professional (hcp) reveals that the hp was hospitalized for fluid overload, receiving peritoneal dialysis using an increased strength dextrose solution. Health care professional relates that she does not attribute incident to the homechoice cycler but to the hp's own noncompliance. Health care professional relates that the hp had not performed peritoneal dialysis for two days prior to hospitalization. Health care professional further relates that the hp's social situation was also a contributing factor, as the hp and hp's family member were not living at home but in a shelter. According to the health care professional, due to the hp's social situation and noncompliance the hp's modality may soon be switched from apd therapy to hemodialysis therapy.